Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and failed batter test. Customer's blood glucose level was not reported. The customer was able to rewind the insulin pump. They did not receive a low battery alert prior to the off no power alert. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, prime test, excessive no delivery test, self test and unexpected restart error test. Unable to confirm motor error alarm and unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no failed battery test and off no power alert noted. Pump received with corroded battery tube, cracked battery tube thread, reservoir tube lip completely broken off, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.